Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Device was received with a cracked case, cracked battery tube threads, and keypad overlay peeling off. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer stated that they experienced low blood glucose level and treated with glucose tablets. The customer alleged the insulin pump for under delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.